Event description:
During change out for normal eri, the lead was capped and replaced due to externalized conductors seen via fluoroscopy. No electrical anomalies were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.